Event description:
It was reported to the aci sales professional on (B) (6) 2010 that a pt had a diagnostic neuro procedure about two weeks prior to that (exact date of procedure and pt details not provided). Access was obtained via a 5f sheath. A fellow, trained to the mynx, proceeded to use the device for femoral arterial closure. Hemostasis was successfully achieved and the pt was ambulated and discharged per hosp protocol. Later (exact date unk), the pt returned with a "severe" local reaction. A wound vac was applied to the site and it was reported to the aci sales professional that the pt was under "wound management". To date, there has been no report of further clinical sequelae. No additional info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no culture analysis, the cause of the reported local reaction could not be determined. It was reported that hemostasis was successfully achieved and therefore there is no evidence to suggest that the mynx device did not meet specification. Also, note that the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally, the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.